Event description:
It was reported from the sales rep in china that during an anterior cruciate ligament procedure on 11/24/23 the biointrafix tbial sh sm 30mm device slipped during the surgery and couldn't be tightened. After repeated tightening attempts, the wound was closed and closed the surgery. Post op, laxity was noted in post-operative physical examination. Radiographic examination revealed that the rigidloop adjustable implant was positioned in the muscle layer and failed surgical fixation. Patient underwent an acl revision procedure. The patient was in stable condition now. No further information was provided. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. E3: reporter is a j&j sales representative. D4, h4: the device serial/lot number and manufacture date are unknown. UDI: (B)(4) incomplete. D10, concomitant medical devices and therapy dates, rgdloop adjustable stnd and biointfx 6-8mmx30mm tpr scr 2nd, (B)(6) 2023. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H10 additional narrative: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.